Event description:
It is reported that during surgery it was found that the burr had broken off inside a handpiece. The broken piece cannot be pulled out and a second handpiece was brought out ot be used. This handpiece then jammed and would not function. Pt had to be closed and moved to another location. The surgery was completed on (B)(6) 2015.

Manufacturer narrative:
The pfj mill burr has broken off inside the milling hand piece, which is manufactured by brasseler USA, inc. And distributed by (B)(4). The mill burr shaft fractured into a 'd' shape just below the bottom surface of the milling hand piece. No information about the fracture is available as the fracture appears to have occurred during a previous surgery. The remaining piece of the shaft cannot be removed from the milling hand piece; therefore analysis cannot be performed. Device history records cannot be reviewed as no lot number for the mill burr is available. This device is used for treatment. The supplier was contacted regarding this event. It was stated that the most likely reason the burr broke is because the hand piece seized up due to excessive internal corrosion and contamination due to a lack of maintenance. The instructions for use provided with the milling hand piece, recommends servicing every 6 months. In conclusion, the root cause of the mill burr fracture is the lack of maintenance to the hand piece used to drive the instrument.

Manufacturer narrative:
This report will be amended when out investigation is complete.